Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).

Event description:
A surgeon reported during a vitrectomy, the probe was cutting, but when the phacoemulsification was increased, the probe was blocked and only performed aspiration. The probe was switched out and the case was completed. Add'l info was received from surgeon indicating that the equipment being used was not his own, but was from another surgical ctr. The procedure was completed after the equipment was switched out, but with a reused probe. There was no pt impact reported.